Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed self test, sleep/active current measurement tests, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the pump functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery autonomy is shorter than one week. The customer's blood glucose was unknown. The product was returned for analysis.